Event description:
It was reported that a user newly started on the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 354 mg/dl after lunch, with the glucose trend arrow indicating a downward trajectory; customer support advised observation as the algorithm adapted to recent meal dosing. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no injury, no hospitalization, and no alarms. Investigation included complaint intake with troubleshooting and user education. Investigation of this case revealed no device malfunction and no component failure, and the event was attributed to early use while the automated algorithm adjusted to meal-related insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to physiological or use-related factors without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.